Manufacturer narrative:
The investigation determined that discordant reactive vitros anti-sars-cov-2 igg (cov2igg) results were obtained from a patient sample processed on a vitros xt 7600 integrated system. The vitros cov2igg results were discordant based on non-reactive vitros anti-sars-cov-2 total (cov2tot) results obtained from the same patient sample. The most likely cause of the event is that the vitros cov2igg testing generated false positive results for the sample. The vitros cov2igg instructions for use (IFU) does not preclude the possibility of false positive cov2igg results due to cross-reactivity from pre-existing antibodies or other possible causes. Based on historical quality control results, a vitros cov2igg reagent performance issue is not a likely contributor to the event as all qc fluid results were within the correct IFU interpretation region. Additionally, there is also no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was established the customer was not following the sample collection device manufacturer¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was possibly present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg lot 0280. (B)(4).

Event description:
A customer reported discordant reactive vitros anti-sars-cov-2 igg (cov2igg) results obtained from a patient sample processed on a vitros xt 7600 integrated system. The vitros cov2igg results were discordant based on non-reactive vitros anti-sars-cov-2 total (cov2tot) results obtained from the same patient sample. Patient sample results of 10.4 and 10.3 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, reactive vitros cov2igg results were not reported from the laboratory to a physician and ortho is not aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).